Manufacturer narrative:
The complaint device was returned for evaluation. Initial visual inspection found no anomalies. Initial visual inspection found no anomalies. Device evaluation identified that the pcb plunger board was faulty and the coupling worm was bad. The circuit boards were inspected, the case was checked for damage and it was tested on a simulator. The pcb plunger circuit board and the worm gear and coupling assembly were replaced. The root cause for the reported event was determined to be the bad pcb plunger board and a bad coupling worm. This type of event will continue to be monitored.

Event description:
Reportedly, post repair the device displayed the motor rate error alarm and failed the force sensor test. There was no patient involvement. No additional information is available.